Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) displayed error code 7. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue and cleaned front fan assembly and tested to for proper functionality. Unit operated as it should. The stm performed system checkout and the iabp was released to the customer for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed error code 7. It is unknown under which circumstances this event occurred; however, there was no patient involvement, and no adverse event reported.